Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to detach from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for post-polypectomy bleeding during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. Upon closing the clip onto the tissue, a metal-on-metal audible sound was heard. After which, the clip would not open again. The tech attempted to complete the crackle and pop steps; however, the trip wire started to bulge out of the handle. It was noted that an abnormally high resistance was felt before the handle spool reached the end after the metal-on-metal sound was heard. The tech used a hemostat to pull on the trip wire at the handle and forced the deployment of the clip from the catheter. The clip eventually released from the catheter. The procedure was completed with the original device. There were no patient complications reported as a result of this event.